Event description:
Protective plastic sheath inadvertently placed over the catheter during insertion.

Manufacturer narrative:
The report was provided by the u.s. Food and drug administration (FDA) in the form of a voluntary medwatch that was submitted to them by the user facility. The reporter elected to remain confidential making it impossible for medcomp to obtain additional information regarding the event. The details of what component was involved and the procedure used would be required for an investigation, review of manufacturing records and a risk assessment. An investigation on medcomp's part is impossible.